Manufacturer narrative:
Device evaluated by MFR.: an incomplete 35mm watchman flx pro delivery system (wds) was returned for device analysis. No implant was received. The device was visually and microscopically examined. Microscopic examination revealed sheath tip damage with no other abnormalities. Product analysis could not confirm the reported event because the event was not able to be replicated. Tip damage is consistent with deploying and recapturing the implant. Based on a thorough review of the reported complaint the most probable cause for this complaint was considered unintended use error caused or contributed to event because premature detachment is consistent with excessive handling of the deployment knob or hub independent from the rest of the delivery system.

Event description:
It was reported that detachment of the core wire occurred. A left atrial appendage (laa) closure procedure was being performed, and a 35mm watchman flx pro closure device was selected to be used. During the procedure, the closure device was prepared and flushed. The physician made the flx ball with the closure device inside of the laa and navigated it into the appropriate position. The physician advanced the core wire to help push out the closure device shoulders to make sure and get a good seal on some proximal pectinate near the mouth of the appendage. The forward pressure was then released to allow the device to assume a more neutral position. The physician was looking at the closure device and about to perform the tug test part of position, anchor, size and seal (pass) criteria and the closure device separated from the core wire before the physician could perform the tug test. The rest of the pass criteria was performed. It was determinate that the closure device was stable. There were no patient complications and the physician plans on following up with the routine imaging in the normal time frames unless the patient has future issues that warrant a check sooner.

Event description:
It was reported that detachment of the core wire occurred. A left atrial appendage (laa) closure procedure was being performed, and a 35mm watchman flx pro closure device was selected to be used. During the procedure, the closure device was prepared and flushed. The physician made the flx ball with the closure device inside of the laa and navigated it into the appropriate position. The physician advanced the core wire to help push out the closure device shoulders to make sure and get a good seal on some proximal pectinate near the mouth of the appendage. The forward pressure was then released to allow the device to assume a more neutral position. The physician was looking at the closure device and about to perform the tug test part of position, anchor, size and seal (pass) criteria and the closure device separated from the core wire before the physician could perform the tug test. The rest of the pass criteria was performed. It was determinate that the closure device was stable. There were no patient complications and the physician plans on following up with the routine imaging in the normal time frames unless the patient has future issues that warrant a check sooner.